Event description:
A malfunction was reported on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided the caller with information on how to reset the pump and assisted in resetting it, ensuring the malfunction code did not recur. The customer was informed they could continue using the pump and were advised to call back if the issue reappeared, which they acknowledged.